Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 720mg/dl. The customer was experiencing high glucose for one day. The customer stated that the insulin pump alarmed no delivery during basal and bolus delivery. The customer's most recent glucose reading was 350mg/dl, and he has treated with the insulin pump and manual injections. Troubleshooting was performed. The customer stated that the infusion set was changed twice to resolve the issue. Reviewed the programming and the bolus history amount matches the daily totals. However, the basal history did not match the daily totals. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.